Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on service with byram healthcare who advised to the patient that they needed to reach out to bard for replacements on the intermittent catheters that were bad and stated that quantity of 14 catheters of the 90-day supply that would not work. Stated that the patient takes them out of the box and to squash the silver packet and nothing came out of it-just air. Stated that no liquid in silver or not enough. Also stated that sometimes the tubing was a lot flimsier and they were firm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect process parameters/ air in lines". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that on service with byram healthcare who advised to the patient that they needed to reach out to bard for replacements on the intermittent catheters that were bad and stated that quantity of 14 catheters of the 90-day supply that would not work. Stated that the patient takes them out of the box and to squash the silver packet and nothing came out of it-just air. Stated that no liquid in silver or not enough. Also stated that sometimes the tubing was a lot flimsier and they were firm.